Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that immediately after intraocular lens (iol) implant procedure, the patient had experienced cloudy and blurry vision. The physician had performed two lasik procedures to correct vision. The reporter mentioned that vision was getting worse and still felt cloudy, lots of floaters and blurry spots. Additionally the patient cannot see close nor distance. Additional information was requested and received stating the patient had blurry, hazy, cloudy and significant reduced vision, glare, halos and black and translucent floaters.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Non-qualified associated products were indicated; however this would be unrelated to the visual complaint. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided by the surgeon that the patient had lasik ou. The od was retreated with lasik. The lens remains implanted. The file will be reopened if new information is provided. The manufacturer internal reference number is: (B)(4).